Event description:
User received high troponin t results for two patient samples. Sample type is plasma, collected in bd pst 13mm lithium heparin sample tubes centrifuged at 4000gs for 5 minutes. Sample 2: on (B) (6) 2009 initial result gave 0.131; repeated twice giving 0.010 mg per dl accompanied by a less than test data flag each time. User stated "they have a safety device in place where if a high tnt is obtained, they automatically repeat it 2 times to confirm." Initial results were not reported and no patients were treated or harmed. User declined a field service dispatch, stating "they are evaluating different sample tubes from bd and also different centrifuges currently".